Event description:
Philips received a complaint on the v60 ventilator indicating that the ventilator suddenly fails to supply air and the alarm prompt of over temperature occurs. The device was reported to be in use at the time of the reported problem. No patient harm reported. The field service engineer (fse) confirmed the issue. The fse stated in a good faith effort (gfe) response received on (B)(6) 2022 that the hospital equipment department resolved by replacing the blower. The part number was asked, but unknown. The fse also confirmed that there was no patient harm as a result of the delay in treatment. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).